Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded a call service alarm, motor rewind tolerance error. Debris was observed in the cartridge compartment and the piston did not rewind fully. Product analysis was unable to insert the cartridge.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that when completing the rewind step, the pump piston stopped prematurely. Reportedly, the cartridge was full to 120 cc and the blue plunger was not attached to the pump or filling handle. The reporter denied any moisture or debris inside the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.